Manufacturer narrative:
Analysis: product analysis on ipg 3058 interstim ii (serial number (B)(4)) on 2020-jul-13. Analysis determined that there was a procedural non-conformance: that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. The device was subjected to a series of standard tests that include but were not limited to visual inspection, output and telemetry testing and functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The manufacturer representative reported that during the procedure the set screw would not set. They lead came out of the battery when pulled on. There were no contributing factors reported. It was reported that the doctor inserted the lead again and it kept coming out. It was reported that the ins was never implanted, it was replaced to resolve the issue. No patient symptoms were reported. No further complications were reported or anticipated.